Event description:
The facility reported a colleague infusion pump with a failure code of 313:425. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 313:425 was confirmed during product evaluation. The root cause of the reported problem was determined to be defective main display. Appropriate action was taken to correct the reported problem by replacing the main display. This is involving a pump with software version 5.04.00 which is categorized as unremediated. The device history record shows pump failed service code "533:320". Ui pcba was changed & pump passed subsequent testing.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.